Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, the stapler and knife only advanced 15mm using the first and second reload. The staple line was incomplete distally for the third reload plus the 2 new reloads added. Incision was extended for more than 1 inch and the procedure was converted to open surgery using a new device. Staples fell into the patient cavity but was able to retrieve. Procedure was extended for more than 30 minutes and the event lead to extended hospital stay.